Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on february 5, unknown year early in the morning he obtained readings of ¿225mg/dl¿ on the lfs meter compared to ¿220mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=15mg/dl when obtained within 30 minutes. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported a couple hours after the issue first occurred he developed ¿shakes and urinating a lot.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported having something to eat or drink as treatment a ¿couple hours¿ after the issue first occurred. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient was using the correct testing steps. The patient did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes and required self treatment.

Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2014), the patient¿s test strips 3592218 have been returned and evaluated on 9/16/2014 by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.